Event description:
It was reported that the patient with this pacemaker system presented to the emergency room with hypotension and fatigue. A chest x ray was performed and no issues were observed. Due to this system being a recent implant, an echocardiogram was recommended to check for a pericardial effusion. Additionally, impedance measurements in both the right atrial (ra) lead and right ventricular (rv) leads were noted to have changed approximately 200 ohms since implant. The patient was hospitalized for further evaluation. No additional adverse patient effects were reported. At this time, this device remains in service.